Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The lcd screen was observed to be unreadable. The device's lcd screen was replaced to address the issue.